Event description:
This product is not sold/distributed in the united states. Procedure: sigmoid and rectal junction radical cancer mastectomy. According to the reporter: after applying the stapler, the surgeon noticed that not all tissue layers were incorporated in the anastomosis. There was 1cm leakage in the anastomosis where no staples were seen. A new instrument was used to complete the procedure. No stoma was necessary and no bleeding occurred, but surgery time was extended by more than thirty minutes. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 12/04/2008.